Manufacturer narrative:
B3: event date: the event occurred from (B)(6) 2023 to(B)(6)2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-three (23) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a white and black particulate matter. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: twenty-three (23) actual samples were received for evaluation. Visual inspection with the unaided eye and with magnification was performed which observed a single white particle loosely on the wall of the fill port interior wall of five (5) samples which was morphologically consistent with fill port material. No particulate matter (pm) was observed on the other eighteen (18) samples. No damage was observed of all the connector or caps areas. Therefore, the reported condition was verified in five (5) of the returned samples only. The cause of the condition could not be determined, however, a possible cause of the pm could be customer handling or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.